Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The sample terminated just distal of the 41cm depth marking. Two partially circumferential splits were observed between the 6cm and 8cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leakage was observed emanating from the sites of the aforementioned splits. The sample kinked preferentially in the vicinities of the splits during manual manipulation. Microscopic inspection of the splits revealed inward curving split edges. Material abrasion and buckling was observed in the vicinities of the splits. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau1702 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, a PICC placed on (B)(6) 2017 with no complications at placement. Patient received chemotherapy three times successfully, however on the fourth after receiving 300 ml of nacl and as chemotherapy began, they complained of discomfort in the arm. The PICC was removed and two holes were reported at 6½ and 7½ cm marks.